Event description:
The customer reported the battery failed to charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.